Manufacturer narrative:
The field service engineer (fse) replaced the main water pump and performed sample probe alignment. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found that a sipper syringe was slowly emptying and the sippers were damaged. The fse replaced two pinch valves and a solenoid valve. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii assay, elecsys troponin t assay, and elecsys vitamin b12 immunoassay results for 5 patient samples on a cobas e 801 analytical unit. For sample 1, the initial folate result was 2.88 ng/ml. The repeat result was 0.67 ng/ml. For sample 2, the initial vitamin b12 result was 100 pg/ml. The repeat result was 314 pg/ml. For sample 3, the initial troponin result was 50.8 pg/ml. The repeat result was 22.2 pg/ml. For sample 4, the initial troponin result was 62.3 pg/ml. The repeat result was 8.6 pg/ml. For sample 5, the initial troponin result was 88.6 pg/ml. The repeat result was 7.18 pg/ml.